Event description:
It was reported that the leads could not be connected to the 1 x 8 extensions, due to the high impedance. The extensions were explanted and the leads were connected directly to the implantable neuro stimulator (ins). The patient felt stimulation as expected. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).